Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the prosthetic cardiac valve thrombosis cannot be confirmed; however, the patient¿s multiple co morbidities and mechanisms described could have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Two days after the implantation of a 23mm sapien 3 valve a routine post op CT performed revealed the presence of thrombus on the s3 valve leaflets. There was excellent leaflet mobility. Therapeutic heparin with bolus initiated, the plavix was discontinued and warfarin was initiated. The patient was discharged in stable condition once the inr reached therapeutic levels. During the tavr procedure the 23mm commander delivery system was prepped with nominal volume. The native valve was crossed and the s3 valve was positioned with bottom of center marker at annulus and deployed under rapid ventricular pacing (rvp). Post deployment echo showed a 70:30 aortic/ventricular placement with trace paravalvular leak (pvl), no central leak and no effusion. The delivery system was removed. Hemodynamics showed a greater leak than that was appreciated on echo. An angiogram was performed and showed leak. It was the team's decision to post dilate with a 23mm non-edwards balloon. Post dilation was done x1. The angio images still showed a 1-2+ leak and hemodynamics now showed a gradient of 4mmhg. Per the tee report, after post dilatation the s3 valve had trivial paravalvular regurgitation with mean systolic gradient of 4-5mmhg. The team decision was to not do anything further. The patient was transported to the unit in stable condition. Per the pod-1 tte report, the s3 valve function was normal with a mean gradient of 13mmhg and trace to mild pvl. The aortic annulus CT area (by the site) was 427mm^2 ith dimensions of 21mm x 25mm; the aortic annulus CT area by 3mensio was 428.5mm^2 ith dimensions of 19.8mm x 26.3mm.